Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the optim only noted 23.6 ¿ 24.0 cm from the connector pin, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis